Event description:
It was reported that during a respiratory surgery, the staple was malformed in lumbricoides shape when it was used at the bronchi resection. The staples on the other area were formed properly. There was no problem in the leak test. The cartridge color was green. Another device was used to complete the case. When the CT was checked after the operation, it was severely calcified. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 7/17/2023 additonal information: it was laparoscopic procedure. The device was used for the lung parenchyma resection. The device was used on the bronchi at 2nd firing. Additional suture was performed to reinforce the staple malformed site. There was no change in procedure (e.g. Additional port hole, convert to the open procedure) for the treatment. There was no unusual feeling (e.g. Unexpected sound, open/closing the jaws, returning the knife) when firing. The staple malformed was found at the latter part of the operation. The patient was stable after the operation. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.